Event description:
It was reported the buttons on the insulin pump were not responding. Customer's blood glucose was unknown. Customer's father stated the buttons will just been and function after a little while. Customer's father does not recall any significant events that may have cause the keypad issues. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage noted on the keypad traces. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.